Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr403, implantable pulse generator, (B)(6) 2007; 5076-58, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead threshold and impedance increased and sensing decreased. The lead programming was changed until the lead was capped and replaced. No patient complications have been reported as a result of this event.